Event description:
It was reported that "self holding screwdriver would not allow 5.0 locking screw to lock. Had to use non self holding screwdriver."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.